Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) 500 mcg/ml at 100 mcg/day via an implantable pump. It was reported that the patient experienced withdrawal symptoms and increased spasticity. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient had a full revision of her targeted drug delivery (tdd) system. They implanted a new catheter and pump. The old catheter was fractured at spinal entry site. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2pqsa02 implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter product ID 8709sc lot# n297333009 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 26-jul-2020, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(6), ubd: 14-jul-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.